Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2014, the receiver displayed an error icon. No additional patient or event information is available. The receiver was returned for evaluation. An external visual inspection was performed and passed. The receiver data log was downloaded and reviewed and a "call tech support" error was observed. The reported event of an error icon display was confirmed due to the "call tech support" error. A root cause could not be determined.